Manufacturer narrative:
Concomitant medical products: product ID: 3389, implanted: (B)(6) 2015, product type: lead. Product ID: 3389, implanted: (B)(6) 2015, product type: lead. Product ID: 37086, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID. 37086, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during a procedure on (B)(6) 2015 while tunneling the extension the extension had exited and then re-entered the neck. This was not seen until the draping was removed. The event was procedure related and no diagnostics were performed. The extension was explanted and replaced on (B)(6) 2015. The issue was resolved, outcome was resolved without sequelae. The patient's indication for use is epilepsy and the patient was alive with no injury. It was also noted that the patient had undergone previous respective epilepsy surgery which was a corpus colostomy. Further follow-up is being conducted for device information. If additional information is received a supplemental report will be submitted.

Event description:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3389, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.